Event description:
An other health care professional reported that tip was broken during cataract (with intraocular lens implant) surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos were reviewed by the manufacturing site. The two photos attached are the same image showing the threaded portion of a phaco tip with scratches and a silicone sleeve with a chunk missing from the proximal end both laying on a plastic bag. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).